Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 2 false positive results were obtained. Repeat tests were performed using pcr and the results were negative. The customer stated results were not reported out so there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: "2 false positive was found at the testing of cruise center."

Event description:
It was reported while testing for sars cov-2 2 false positive results were obtained. Repeat tests were performed using pcr and the results were negative. The customer stated results were not reported out so there was no report of patient impact. Eua#: (B)(4) the following information was provided by the initial reporter: "2 false positive was found at the testing of cruise center."

Manufacturer narrative:
Investigation summary this statement is to summarize the investigation results regarding your complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor ce (material # 256089), batch number 1133921. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. A photograph was returned and showed rapid detection of sars-cov-2 veritor ce cartridge and unable to confirm of reported false positive. The reported was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends.